Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged shortly after a system upgrade. Thus, this lead was explanted and replaced with a new lead. The lv lead is no longer in service. No additional adverse patient effects were reported. Attempts in getting additional information were unsuccessful. The field representative had no information regarding this issue.